Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead was found cut approximately 18.5 cm distal to the is 1 connector pin. The proximal and a medial fragment of together 58 cm length were received for analysis. The distal fragment including a part of the shock coil and the lead tip were not received for analysis. The visual inspection showed the ligature marks approximately 42 cm proximal to the lead tip. Furthermore, abrasion marks along the lead body were observed. In particular, approximately 29 cm proximal to the lead tip the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the ring electrode was damaged and the cables were found exposed. These findings can be considered the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, the shock coil was destroyed and missing. It is reasonable, that this damage resulted from tensile forces applied during the extraction procedure. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Event description:
Ous MDR - after an implantation period of approx. 99 months, oversensing on the ventricular channel was reported. No adverse patient side effects have been reported. The lead was explanted.